Event description:
The pump stopped the delivery of drugs. Pt was not getting relief of symptoms from the pump. Pump was being used to deliver-morphine hp 50mg/ml, quanadine 150 micrograms and hyperbaric bupivacaine .75. As a result, the pump was explanted.